Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73a1600246 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: two clips were loading in the jaws of the applier at the same time and clips fell into the patient's body but were retrieved. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the jaws appear damaged. The jaws are offset. Biological material can be seen on the jaws indicating that the product has been used. No other defects or anomalies were observed. (B)(4). A functional inspection was performed by attempting to engage the trigger. Using hand pressure, the trigger was engaged to load a clip. One clip properly moved down the channel into the jaws. However, based upon the damage to the jaws, the clips will not hold in the jaws. The clips fall from the jaws upon loading. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as other remarks: the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of two clips loading at once could not be confirmed based upon the sample received. The returned applier loaded one clip at a time. However, the jaws of the device were severely damaged and could not properly grasp or close the clip once loaded. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
Alleged event: two clips were loading in the jaws of the applier at the same time and clips fell into the patient's body but were retrieved. The patient's condition was reported as fine.